Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency. It was reported that the trial patient was hospitalized this weekend because they were sick. They also mentioned that they had diarrhea. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics/troubleshooting were performed. No actions/interventions were performed. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.